Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution with no assignable cause. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿257, 255 and 304 mg/dl¿ with the subject meter, performed within 24 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because the reported results met lifescan¿s precision criteria and, additionally, the reported time difference of greater than 20 minutes which made the comparison invalid. There was no indication that the product caused or contributed to an adverse event.